Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic pediatric surgery, it was noted that the knife on the cartridge was located as upward. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.